Event description:
The lead was capped.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The device would not communicate due to a depleted battery. As the device had not been checked for five years, it is not known how the device was used while it was implanted over the 5-year period. It is possible that the battery was depleted due to normal usage. The device was tested on the bench and automated test system. All device functions were normal. .